Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear. The caller acknowledged and understood the guidance provided.